Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin flap infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.